Event description:
The customer reported that the breaker intermittently moves back to off. No pt injury was reported.

Manufacturer narrative:
(B) (4). Results: breaker. The ge service rep replaced the breaker. The system operates as intended.